Event description:
This procedure was performed in (B)(6). Customer states that tumescent was administered to the patient, the closurefast catheter was connected to the generator, closurefast catheter was inserted into the patient and the power turned on. The handle button was pressed; there was no output and advisory message occurred. Another catheter was used, same incident occurred. An hour later the sales representative arrived and the button was pressed and pressure was given to surgical field, it started to work. No patient harm. Patient age, gender: not provided. Please reference mdrs: 2183870-2015-00055 & 2183870-2015-00057.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The unit was sent to (B)(4) service tech center for evaluation. It was noted the reported condition was not duplicated. Unit was activated and operation check was performed, there was no abnormality confirmed.